Event description:
It was reported that this pacemaker exhibited farfield oversensing resulting in inappropriate mode switch. The health care professional (hcp) stated that further evaluation will be performed in the next in-office visit. No adverse patient effects were reported. This device remains in service.